Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly deployed. Inspection of the device found a tear in the exposed portion of the soft cannula. It is unclear when or how this damage occurred. The downloaded data returned an alarm, indicating a communication error while the pod was waiting for input from the pdm. No issues were found that would result in a hazard alarm and a root cause could not be determined. No other defects or deficiencies were found that would result in high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported the following history; (B)(6). The patient treated the hyperglycemia with corrections and a manual injection. The pod was worn between 4 and 24 hours on the back.